Event description:
A cryoablation procedure was performed in (B)(6). After the ablation of 3 pulmonary veins, the physician noted that heparinized saline was leaking from the haemostatic valve of the flexcath steerable sheath (catheter introducer). The leak was at the same drop rate as the pressurized infusion (1 drop per second). The physician decided to stop the infusion and aspirate the sheath to check for air. Air appeared in the lateral port of the sheath, despite the use of a wet compress to try and occlude the valve. By moving the catheter shaft in the valve, the physician was able to find a position where aspiration was possible without air ingress and the procedure was completed. No adverse event occurred.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure.